Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the implantable neurostimulator (ins) will be returned for analysis due to the battery dying from early depletion on (B)(6) 2017. No parameters were given, and no patient symptoms were alleged. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the ins (serial (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is reportable for serious injury.